Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on (B)(6) 2016, the customer experienced an elevated blood glucose (bg) level of over 200 mg/dl. The customer delivered correction boluses with the pump until bg level came down. The following day, the customer experienced an elevated bg level of 350 mg/dl with slight ketones. The customer took a manual injection. At the time of the call, the customer was reported to be doing fine and was not experiencing elevated bg levels. As the customer had changed out all supplies prior to contacting tandem technical support, a system check was not performed. A recommendation was made for the customer to consult with their healthcare provider regarding elevated bg levels.